Manufacturer narrative:
Concomitant medical products: etcf2525c49e stent graft, implant date (B)(6) 2008; etlw1613c124e stent graft, implant date (B)(6) 2008; etlw1613c124e stent graft, implant date (B)(6) 2008; esbf2514c103e stent graft, implant date (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited under-sensing. The ra lead remains in use. No patient complications have been reported as a result of this event.